Event description:
Time discrepancy in the pump was reported, with the displayed and actual time showing a gap of over five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time, but the reason for the initial time discrepancy remained unclear.